Event description:
Per the patient¿s audiologist, the patient experienced a loss of osseointegration, (B)(6) 2013, resulting in fixture loss. There are no plans to reimplant the patient with a new device. Device unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.